Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose of 1190 mg/dl. The customer¿s other blood glucose level was 400 mg/dl. The customer was treated with manual injection. Customer also stated that insulin pump not getting any insulin and received motor error. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.